Manufacturer narrative:
(B)(4).the covidien customer support engineer (cse) evaluated the ventilator, and verified the reported malfunction. The cse replaced the single board computer (sbc) to resolve the reported issue. The unit passed all tests and calibrations, and it was operating within the manufacturing specifications.

Event description:
It was reported that during patient use and while performing the periodic replacement of the circuit, the ht70 ventilator touch screen froze while rebooting. The patient was removed from the ventilator and transferred to another ventilator. There is no report of serious injury or death associated with this event.